Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer was admitted in hospital due to high blood glucose of 482 mg/dl and diabetic ketoacidosis on december 3, 2019. Customer was treated with bolus, intravenous and potassium as customer was throwing up. Customer stated that drive support cap was normal. Customer¿s mother performed self test and passed the test. Insulin pump will not be returned for analysis.